Event description:
It was reported that this event occurred in the ICU department, during removal of the device. This event involved a (B)(6) yr/old male patient, weighing (B)(6) at the time of procedure; device inserted through right subclavian access. "Another swg was used (different manufacturer)'. There was another attempt at the procedure; it was successful. There was no delay reported. There was a reported complication; the patient suffered pneumothorax. It is unknown whether there was a death or injury reported the patient as a result of this occurrence. Medical/surgical intervention was necessary, although details were not provided. Further information has been requested; however, further information is not available for this event.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.